Event description:
Boston scientific received information that this patient was emergently implanted with a temporary pacemaker after having a cardiorespiratory arrest, which was reversed by cardiopulmonary resuscitation (CPR). One day later, a boston scientific (j174) device and right ventricular (rv) and right atrial (ra) lead were implanted, as the patient had remained bradycardic. During the procedure some subcutaneous bleeding was noted at the pocket site; however, ceased with electrocautery. Both leads were implanted with moderate difficulty and good threshold values were obtained. One day post-implant, the patient reported costal pain. A scan showed costal fractures, but no pneumothorax. The site wound looked good. The following day (two days post-implant), the patient experienced another cardiorespiratory arrest which was again reversed by CPR. During the 30 minutes of CPR, an echocardiogram showed a rhythm that was failing to capture, late simulation, and noted no patient pulse. The ventricular threshold was 0.4 v (within range). After CPR, capture was confirmed. Printouts on this day indicated loss of capture and late sensing. However, printouts from a few days later, noted no loss of capture. There is an allegation against the performance of the beat-to-beat function, due to no notification during interrogation. After CPR, ra lead migration was suspected. Once the patient was revived, cardiac revascularization had to be performed and the patient was reported in a comatose condition with deep cerebral damage. The patient passed away 14 days post-implant. The system had been reprogrammed from mode ddd to vvir; at approximately one week post implant reprogrammed again to vvi. The output programming was auto v during this time. It was indicated that this patient suffered from ischemia, electro-mechanical dissociation and cardiogenic shock, as well as multiple organ dysfunction. The medical report stated that the cardiorespiratory arrest was not due to a pacemaker dysfunction.

Manufacturer narrative:
Following lead return, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a completed lead with a retracted helix and body/body fluid in and past the helix mechanism. Deformed conductor coils and insulation cuts were observed at 171 mm from the terminal pin; most likely due to the suture sleeve tie down site. Additionally insulation between the helix housing and the anode ring was stretched. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and no lead characteristics were identified that would have caused or contributed to the reported clinical observations.